Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that his battery was not working in his pump and that his local rep came to him in order to loan him a pump. Customer states that his blood glucose has been over 400 mg/dl for most of the day. He stated that he is having trouble talking and feels that he has more ketones. Customer said that he was not on a pump for about 12-13 hours and feels this is why his blood glucose is high. He declined high blood glucose troubleshooting. Offered to call ems for him and he declined. Customer said that if he did not improve, his wife would call ems. Customer¿s current blood glucose was 493 mg/dl. He was feeling symptoms of: difficulty talking, high ketones and muscle aches. He stated that he treated with a manual injection. The pump will not be returned for analysis.